Manufacturer narrative:
Batch review performed on 04 february 2021: lot 1908972: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with two other similar events reported on the same lot. Additional item involved in the complaint: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot. 1910100 batch review performed on 04 february 2021: lot 1910100: (B)(4) items manufactured and released on 07-may-2020. Expiration date: 2025-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with two other similar events reported on the same lot.

Event description:
The patient came in following dislocation of glenosphere from the liner. The reverse prosthesis has been revised with an anatomical one 2 months after the previous surgery. The patient was previously revised (reverse metaphysis and liner) on (B)(6) 2020 due to the same issue reported in this case.

Manufacturer narrative:
Device received on 24 february 2021. The visual inspection was performed on thursday, 25th february 2021 by medacta shoulder r&d manager: the articular surface of the glenosphere is partially dull, probably due to friction with the reverse metaphysis after the dislocation. No major signs of damage are visible on the glenosphere screw. The outer surface of the reverse metaphysis is partially damaged, presumably occurred after the dislocation due to friction with the glenosphere. Bone residuals are visible on the central post and the backsurface of the glenoid baseplate. No damage is visible on the three glenoid polyaxial non-locking screws.